Manufacturer narrative:
Two leads were implanted: first lead: product description: evoke cap12 percutaneous lead kit - 60cm (us). Serial/lot #: (B)(6) . Manufacture date: 9/5/2024. Expiration date: 9/5/2026. Second lead: product description: evoke cap12 percutaneous lead kit - 60cm (us). Serial/lot #:(B)(6) . Manufacture date: 12/09/2024. Expiration date: 12/09/2026. The leads were not returned to saluda. A definitive cause of the inadequate pain relief or reported incontinence could not be determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation, "inadequate pain relief following system implantation or over time and the patient may require surgery (including revision, explant, and replacement) as a result.¿ the manufacturing records were reviewed and the product met all requirements for release.

Event description:
A patient with an evoke spinal cord stimulation (scs) system underwent implantation of a pain pump. During the procedure, the physician elected to revise the evoke leads to provide additional sacral coverage. Post procedure, the patient experienced incontinence and a catheter was placed. Approximately two weeks later, the patient reported inadequate pain relief and intermittent incontinence. The physician is continuing to adjust the pain pump medication dosage.